Event description:
Patient reported painful capsular fibrosis, baker grade IV, severe breast pain, burning, rupture of the capsule and rupture of implant(s), heat in the breasts, tingling, numbness below nipples, feeling pressure, itching, dry skin and rashes, irritability, moos swings, and depressive episodes. The following events were also reported and have been determined to be not device related with no known medical chain of causality; frequently recurring ear nose and throat infections from (B)(6) 2022, delayed healing during dental treatments, jaw surgery treatments, migraines, dry eyes, dry eye sockets, chronic exhaustion, constant tiredness, sleep disorders, back pain, neck pain, dizziness, rosacea, elevated liver values, suspected irritable bowel syndrome, dry hair, sensitivity to light, massive hair loss, broken fingernails, intestinal problems, suspected food intolerance, brain fog (extreme forgetfulness), difficulty concentrating, temperature sensitivity, lesions, and immunological reaction. Two device information were received without correlation to implant side. Baker grade IV was reported against the left side device. Abbvie has conservatively reported the event of capsular contracture baker grade IV against both devices. The device has been explanted without replacement. This record is regarding an unknown side.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch (B)(4). Aware date should have been listed as 8/22/2024. Laboratory analysis summary: device photograph(s) for the device related to the reported event of visibility/palpability/rupture/rash/pruritus/pain/numbness/neck pain/inflammation/ irritation/infection (unknown onset)/increased sensitivity-/ headache/fatigue/dry eyes/dizziness/depression/delayed healing/changes in sleep habits-/capsular contracture/anxiety - product/ procedure was requested on (B)(6) 2024. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/ palpability: unable to observe since it is not related to the device. ¿ rash: unable to observe since it is not related to the device. ¿ pruritus: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ numbness: unable to observe since it is not related to the device. ¿ neck pain: unable to observe since it is not related to the device. ¿ inflammation/ irritation: unable to observe since it is not related to the device. ¿ infection (unknown onset): unable to observe since it is not related to the device. ¿ increased sensitivity: unable to observe since it is not related to the device. ¿ headache: unable to observe since it is not related to the device. ¿ fatigue: unable to observe since it is not related to the device. ¿ dry eyes: unable to observe since it is not related to the device. ¿dizziness: unable to observe since it is not related to the device. ¿ delayed healing: unable to observe since it is not related to the device. ¿changes in sleep habits: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported painful capsular fibrosis, baker grade IV, severe breast pain, burning, rupture of the capsule and rupture of implant(s), heat in the breasts, tingling, numbness below nipples, feeling pressure, itching, dry skin and rashes, irritability, moos swings, and depressive episodes. The following events were also reported and have been determined to be not device related with no known medical chain of causality; frequently recurring ear nose and throat infections from (B)(6) 2022, delayed healing during dental treatments, jaw surgery treatments, migraines, dry eyes, dry eye sockets, chronic exhaustion, constant tiredness, sleep disorders, back pain, neck pain, dizziness, rosacea, elevated liver values, suspected irritable bowel syndrome, dry hair, sensitivity to light, massive hair loss, broken fingernails, intestinal problems, suspected food intolerance, brain fog (extreme forgetfulness), difficulty concentrating, temperature sensitivity, lesions, and immunological reaction. Two device information were received without correlation to implant side. Baker grade IV was reported against the left side device. Abbvie has conservatively reported the event of capsular contracture baker grade IV against both devices. The device has been explanted without replacement. This record is regarding an unknown side.

Event description:
Patient reported painful capsular fibrosis, baker grade IV, severe breast pain, burning, rupture of the capsule and rupture of implant(s), heat in the breasts, tingling, numbness below nipples, feeling pressure, itching, dry skin and rashes, irritability, moos swings, and depressive episodes. The following events were also reported and have been determined to be not device related with no known medical chain of causality; frequently recurring ear nose and throat infections from (B)(6) 2022, delayed healing during dental treatments, jaw surgery treatments, migraines, dry eyes, dry eye sockets, chronic exhaustion, constant tiredness, sleep disorders, back pain, neck pain, dizziness, rosacea, elevated liver values, suspected irritable bowel syndrome, dry hair, sensitivity to light, massive hair loss, broken fingernails, intestinal problems, suspected food intolerance, brain fog (extreme forgetfulness), difficulty concentrating, temperature sensitivity, lesions, and immunological reaction. Two device information were received without correlation to implant side. Baker grade IV was reported against the left side device. Abbvie has conservatively reported the event of capsular contracture baker grade IV against both devices. The device has been explanted without replacement. This record is regarding the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. Affected side is left side device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
A patient reported, "severe pain", "tingling and burning", "heat in the breast", "feeling of pressure", "itching", "numbness below the nipples", "migraines", "massive hair loss", "broken fingernails", "recurring infections", "dry skin/hair", "rashes", "rosacea", "sensitivity to light", "dry eyes", "intestinal problems", "suspected irritable bowel syndrome", "suspected food intolerances", "frequently recurring infections", "brain fog (extreme forgetfulness)", "difficulty concentrating", "chronic exhaustion", "constant tiredness", "sleep disorders", "neck and back pain", "dizziness", "depressive episodes", "mood swings", "irritability", "temperature sensitivity", "elevated liver values", "delayed healing during dental treatments", "jaw surgery treatments", "dry socket" (not device related). Patient also reported "rupture of the capsule and a rupture of my implant", "painful capsular fibrosis", baker grade IV. The device has been explanted without replacement. This record is regarding an unknown side.